Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during an inferior vena cava filter removal procedure that a sheath became unbraided. The physician removed the sheath from the patient. The technician noticed that the end of the sheath had become unbraided during the removal process. One small unbraided strand was isolated and bagged by the technician. The physician checked the sheath tip and compared the affected heath with a new one to determine the extent of the problem. The patient was fluoroscopied to assure there were no foreign bodies retained. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Investigation - evaluation a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, specifications, trends, and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: ¿warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Precautions: do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Instructions for use: withdraw the sheath and dilator as a unit. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the lot number was not provided with this record, accordingly, a review of thee device manufacturing records could not be conducted.. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. At this time, with the information available to us, we are unable to determine the root cause of this issue. However, it is feasible to suggest that calcification could have contributed to the device getting stuck, and thus excessive force may have been used during removal, which could have caused the reported failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported during an inferior vena cava filter removal procedure that a sheath became unbraided. The physician removed the sheath from the patient. The technician noticed that the end of the sheath had become unbraided during the removal process. One small unbraided strand was isolated and bagged by the technician. The physician checked the sheath tip and compared the affected sheath with a new one to determine the extent of the problem. The patient was fluoroscopied to assure there were no foreign bodies retained. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, specifications, trends, and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: ¿warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Precautions: do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Instructions for use: withdraw the sheath and dilator as a unit. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the lot number was not provided with this record. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. At this time, with the information available to us, we are unable to determine the root cause of this issue. However, it is feasible to suggest that calcification could have contributed to the device getting stuck, and thus excessive force may have been used during removal, which could have caused the reported failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported during an inferior vena cava filter removal procedure that a sheath became unbraided. The physician removed the sheath from the patient. The technician noticed that the end of the sheath had become unbraided during the removal process. One small unbraided strand was isolated and bagged by the technician. The physician checked the sheath tip and compared the affected heath with a new one to determine the extent of the problem. The patient was fluoroscopied to assure there were no foreign bodies retained. There was no harm to the patient.